Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in an adult female patient who had essure (batch no. E13087) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding. Concurrent conditions included body mass index normal. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced hypothyroidism ("hypothyroidism"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced burning sensation ("burning sensation"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and migraine ("migraines"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"), weight increased ("weight gain"), hypertension ("high blood pressure"), tooth disorder ("dental problems") and alopecia ("hair loss"). In 2017, the patient experienced mood swings ("mood swings"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), pruritus ("itches") and groin pain ("lower groin pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, headache, back pain, hypertension, dysmenorrhoea, dyspareunia and groin pain had resolved and the fatigue, weight increased, pruritus, mood swings, burning sensation, female sexual dysfunction, hypothyroidism, migraine, tooth disorder, allergy to metals, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, burning sensation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, groin pain, headache, hypertension, hypothyroidism, migraine, mood swings, pelvic pain, pruritus, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: she sought treatment on multiple occasions for abdominal pain, pelvic pain, fatigue, weight fluctuations, headaches, back pain, and itches, among other symptoms. It is likely that she will need to undergo additional surgical intervention as a result of her essure. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on an unknown date: satisfactory occlusion following the requisite time period after implantation of essure she had a hysterosalpingogram test. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2016 and removal date updated to (B)(6) 2017. Lot number (e13087) added. Events weight gain, mood swings, burning sensation, apareunia (inability to have sexual intercourse), hypothyroidism, migraines, high blood pressure, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, hair loss and lower groin pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in an adult female patient who had essure (batch no. E13087) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding. Concurrent conditions included body mass index normal. On (B)(6) 2016, the patient had essure inserted. In november 2016, the patient experienced hypothyroidism ("hypothyroidism"). In december 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2017, the patient experienced burning sensation ("burning sensation"). In february 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and migraine ("migraines"). In april 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In june 2017, the patient experienced fatigue ("fatigue"), weight increased ("weight gain"), hypertension ("high blood pressure"), tooth disorder ("dental problems") and alopecia ("hair loss"). In 2017, the patient experienced mood swings ("mood swings"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), pruritus ("itches"), groin pain ("lower groin pain") and dizziness ("lightheaded"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, headache, back pain, hypertension, dysmenorrhoea, dyspareunia and groin pain had resolved and the fatigue, weight increased, pruritus, mood swings, burning sensation, female sexual dysfunction, hypothyroidism, migraine, tooth disorder, allergy to metals, vaginal discharge, alopecia and dizziness outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, burning sensation, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, groin pain, headache, hypertension, hypothyroidism, migraine, mood swings, pelvic pain, pruritus, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: she sought treatment on multiple occasions for abdominal pain, pelvic pain, fatigue, weight fluctuations, headaches, back pain, and itches, among other symptoms. It is likely that she will need to undergo additional surgical intervention as a result of her essure. Current weight 163 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on an unknown date: satisfactory occlusion following the requisite time period after implantation of essure she had a hysterosalpingogram test. Concerning the injuries reported in this case, the following ones were described in patient¿s social media:lightheaded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media recevied. Events: light headed were addded. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in an adult female patient who had essure (batch no. E13087(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding. Concurrent conditions included body mass index normal. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced hypothyroidism ("hypothyroidism"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced burning sensation ("burning sensation"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and migraine ("migraines"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"), weight increased ("weight gain"), hypertension ("high blood pressure"), tooth disorder ("dental problems") and alopecia ("hair loss"). In 2017, the patient experienced mood swings ("mood swings"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), pruritus ("itches"), groin pain ("lower groin pain") and dizziness ("lightheaded"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, headache, back pain, hypertension, dysmenorrhoea, dyspareunia and groin pain had resolved and the fatigue, weight increased, pruritus, mood swings, burning sensation, female sexual dysfunction, hypothyroidism, migraine, tooth disorder, allergy to metals, vaginal discharge, alopecia and dizziness outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, burning sensation, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, groin pain, headache, hypertension, hypothyroidism, migraine, mood swings, pelvic pain, pruritus, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: she sought treatment on multiple occasions for abdominal pain, pelvic pain, fatigue, weight fluctuations, headaches, back pain, and itches, among other symptoms. It is likely that she will need to undergo additional surgical intervention as a result of her essure. Current weight 163 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Hysterosalpingogram - on an unknown date: satisfactory occlusion following the requisite time period after implantation of essure she had a hysterosalpingogram test. Concerning the injuries reported in this case, the following ones were described in patient¿s social media:lightheaded. Most recent follow-up information incorporated above includes: on 13-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.